Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a tumor resection, one monitor had a green display appeared when merging scans on the navigation system. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.